Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were implanted on the same day, due to concern for late failure. It was reported that on the day after the index procedure, the patient had febrility, with a fever of greater than 101 degrees fahrenheit. The patient was treated with medication and recovered with treatment. The investigator assessed the event as not related to the devices or the index procedure. The sponsor assessed the event as procedure related, not related to the endoanchors. No additional clinical sequelae were reported and the patient is fine.